Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the ajust® sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/typically too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, vagina, rectum or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced mesh complications, a urine culture positive for klebsiella pneumoniae, pelvic pain, daytime frequency, moderate urgency and nocturia, stress urinary incontinence, mild-moderate urge urinary incontinence, rare nocturnal incontinence, pessary placement, recurrent pelvic organ prolapse, painful large left suprapubic inguinal hernia, left ventral hernia, chills, headaches, abdominal pain, constipation, nausea and vomiting, muscle pain, numbness and tingling of left lower extremity, severe vaginal atrophy, grade two cystocele, grade two rectocele, grade three-four enterocele (with removal of the pessary), poor apical support, pinpoint tenderness left vaginal area and mixed urinary incontinence and required nonsurgical interventions.